Manufacturer narrative:
In addition to the dirt inside of the light guide lens and the cracked hold ring, service found the light guide clue was chipped, the adhesive on the bending section was detached, the bending section tube was deformed, the connecting tube was scratched, the paint on the air/water cylinder and the suction cylinder was peeled off, there was play in the angulation knob, the distal end was deformed, and there was a dent on the up/down knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was repaired by a third party repair center. The user facility reported that they noticed the single use distal cover was broken while the scope was still in the drying cabinet. The customer then sent the device to an olympus service center for evaluation. Upon inspection and testing of the returned device, service observed that the inside of the light guide lens was dirty due to a gap in the adhesive on the distal end. In addition, the hold ring on the distal end was cracked. This report is being submitted for the reportable malfunctions found during evaluation (stain inside the light guide lens and cracked hold ring). There was no report of patient or user injury due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 23-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "cracked hold ring" was presumed to have occurred due to the following: hold ring was impacted, etc. Due to physical stress. Due to inappropriate third-party repair, strength/resistance of hold ring was insufficient. The suggested phenomenon of "inside of the light guide (lg) lens is dirty" was presumed to have been due to the following: due to physical stress, lg-lens cracked, moisture invaded from the location and corroded. Due to inappropriate third-party repair, lg-lens cracked, moisture invaded from the location and corroded. Users can detect the suggested events properly by handling the device in accordance with the following instructions for use (IFU): inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Users can reduce/prevent the suggested events by handling the device in accordance with the following IFU: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The endoscope and accessories are compatible with several methods of reprocessing. However, not all reprocessing methods are compatible with all endoscopes and all accessories. Reprocessing with incompatible methods can cause equipment damage even if the number of reprocessing cycles is small. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair." Olympus will continue to monitor field performance for this device.